Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the impactor tip was broken during impaction in tha. The impaction had already been finished, so the procedure was completed without any problems.